Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a subtotal calcified occlusion in the anterior descending artery with a very tortuous segment which had a previously deployed stent but the stent could not cross. The resolute integrity stent was deformed while trying to cross. During the same procedure the physician also failed to deliver 1 integrity bare metal stent to the same lesion. Using balloons, guide catheters and different wires the physician could get into the da, giving the appropriate support to implant another two medtronic stents, which were delivered and implanted with success avoiding any complexity to the patient. The procedure was a complex one, the artery was very calcified. Evaluation summary: the stent was returned off the balloon. The stent was severely stretched and deformed. Crimp impressions were evident along the balloon. The proximal end of the distal shaft was severely kinked.

Manufacturer narrative:
Evaluation results and conclusions: (stent embolization). (Lesion morphology). Calcification and vessel tortuosity.(B)(4).